Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained dilaudid at an unknown concentration and dose. It was reported there was an 8286 error code (empty reservoir occurred) on the patient¿s personal therapy manager (ptm). The patient was due for a refill. A family member of the patient reported a couple of days ago the patient started seeing 8286 on the ptm. The family member stated the patient was scheduled for a refill on (B)(6) 2017. The family member noted they had not heard any alarms from the pump. The family member was going to follow-up with the health care provider (hcp). No patient symptoms were reported. Additional information received from the family member on (B)(6) 2017 reported the managing physician was notified. The patient followed up with the physician on friday, (B)(6) 2017. The hcp used a syringe to withdraw medicine from the pump, and the syringe was dry; the pump was empty. The refill date was miscalculated. The patient should have had the pump refilled on (B)(6) 2017, and the refill date was moved to (B)(6) 2017. The ptm error code was resolved, and the patient was doing fine.